Event description:
Rptr had a bad reaction in the hosp after surgery. Rptr thought it was from meds. At home the same thing happened again. Finally she found out she had a latex allergy which would explain the hosp and the facial make-up sponges used at home.